Event description:
Related to MFR report # 2183959-2012-00042. On or about (B)(6) 2011 a miniarc sling was implanted. It was reported that the pt experienced pain, and dyspareunia. It was also reported that, as a result of the implanted mesh, the pt has suffered emotional and mental distress and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.